Manufacturer narrative:
The customer reported that the csm-1901a (g9) bedside monitor screen went black and no vitals could be seen on it. They stated the event occurred (B)(6) around between 7 - 8am, but the issue was reported to us (B)(6). When the screen went completely black the bsm-1700 was undocked from it, but nothing happened. They redocked it (screen still frozen and black) and removed it again the bsm-1700 started showing waveforms. Once waveforms appeared on the 1700, they redocked it to the csm-1901a, and the waveforms appeared again on the csm-1901a display. There was an interruption of patient monitoring during the time. It appears during this time, somehow the patient became discharged (without intervention) from the central nurse's station (cns) where it was being monitored, and they believe the patient was not discharged by a user. There was no harm reported. (B)(4).

Event description:
The customer reported that the csm-1901a (g9) bedside monitor screen went black and no vitals could be seen on it. They stated the event occurred (B)(6) around between 7 - 8am, but the issue was reported to us (B)(6). When the screen went completely black the bsm-1700 was undocked from it, but nothing happened. They redocked it (screen still frozen and black) and removed it again the bsm-1700 started showing waveforms. Once waveforms appeared on the 1700, they redocked it to the csm-1901a, and the waveforms appeared again on the csm-1901a display. There was an interruption of patient monitoring during the time. It appears during this time, somehow the patient became discharged (without intervention) from the central nurse's station (cns) where it was being monitored, and they believe the patient was not discharged by a user. There was no harm reported.